Event description:
Customer reported an issue with the dpm telepack which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives advised the customer to check the cables and reboot the system which resolved the issue.